Manufacturer narrative:
The initial reported event was received on 10-jan-2018. Of note, the serious injury of infection is normally submitted via an alternative summary report (asr) that would have been due on 30-apr-2018. The lead was returned and subsequently tested out of specification on 12-apr-2018. The event no longer qualifies for asr and is therefore being submitted as a bi-monthly report. Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead developed a breach at the first ri b/clavicle location while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient developed an infection and there was erosion. The patient was treated with antibiotics, the implantable cardioverter defibrillator system was removed, and a life vest was placed on the patient. No further patient complications have been reported as a result of this event.